Manufacturer narrative:
The patient line tubing, main line tubing, drain bag and stopcock were returned unopened. Approximately 83 cm of the catheter was returned. The catheter was patent and met the requirements for leak testing. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. Proteinaceous debris was noted on the catheter. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that before the surgery, the catheter was found to be damaged. According to the report, a replacement device was used to complete the surgery and there was no injury to the patient. Reportedly, the patient's current status was normal.